Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this innova stent system was checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was no longer inside the sheath and was not returned for analysis. There was a kink to the middle sheath 4.2cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The pull rack and yellow thumbwheel lock were still in the manufactured position. The middle sheath was no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the inadvertent deployment.

Event description:
It was reported that this stent inadvertently deployed. This 7x40x130 innova stent was selected for use in a peripheral arterial disease stenting procedure. Upon opening the packaging, the stent was partially deployed. It was noted that the issue was observed when loading the stent onto the guidewire. The stent was not used during the procedure and there were no patient complications.

Event description:
It was reported that this stent inadvertently deployed. This 7x40x130 innova stent was selected for use in a peripheral arterial disease stenting procedure. Upon opening the packaging, the stent was partially deployed. It was noted that the issue was observed when loading the stent onto the guidewire. The stent was not used during the procedure and there were no patient complications.